Event description:
It was reported that approximately two months post implant, the rv his bundle lead  exhibited undersensing and diminished sensing. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.